Manufacturer narrative:
The lens has been returned and is currently under evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens front haptic twisted while loading in the inserter. The lens was reloaded in the same inserter and once implanted in the patient's eye it was noticed that the lens haptic was kinked. The lens was cut out and removed. The incision was enlarged. It is unknown if any sutures were required. A backup lens was implanted with no issues. Additional information has been requested but has not been received.

Manufacturer narrative:
Based on the new information received, the event is no longer considered a serious injury. The lens was returned for evaluation. Visual inspection found one haptic and a small piece of the optic torn off and missing. The optic is cut or torn nearly in half. The other haptic is bent. The cause of the damage could not be determined. Functional testing could not be performed due to the damage. The lot history record was reviewed and there were no non-conformities or anomalies related to this complaint. The most probable root cause is ¿operational context.¿ user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.

Event description:
It was additionally reported that there was no incision enlargement and no sutures were placed.